Event description:
Initial reporter indicated that they interrogated their vns pt and performed a system diagnostic test resulting in: output status ok, lead impedance high:dcdc:5:eos:no. Normal mode diagnostics were output status ok, lead impedance ok, dcdc:6, eos:no. No trauma or manipulation to the device was reported. The pt is not having any adverse events. Good faith attempts are being made for additional details about the reported event.